Manufacturer narrative:
(B)(4). The customer did not retain the lot number. The date of manufacture cannot be determined.

Event description:
The customer reported that 7 days after intubation, a leak was recognized. The cuff was pretested prior to use. There was no patient harm reported and there was no information regarding any required intervention (reintubation) performed.

Manufacturer narrative:
(B)(4). The failure mode, cuff won't inflate, was confirmed in the received sample. All manufacturing controls were found acceptable and effective to detect the reported failure mode. The confirmed failure (found a cut/tear in cuff) would have been detected during the 100 percent inflation/deflation test, therefor; the failure mode is not confirmed as related with the manufacturing process.